Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the majority of all of the withdrawal strings were broken; some had been sealed with the outside plastic wrap and were unusable. No injury was reported.

Manufacturer narrative:
30-jun-2020 product was updated to tampax tampons pearl super non deodorant 96ct. 02-jul-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer contacted via e-mail and stated that the majority of all of the withdrawal strings were broken; some had been sealed with the outside plastic wrap and were unusable. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the majority of all of the withdrawal strings were broken; some had been sealed with the outside plastic wrap and were unusable. No injury was reported.